Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one (1) patient involving the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). A second and third sample from the same patient was then analyzed that same day ((B)(6) 2015) and results within the normal reference range of the assay were obtained. The customer then re-analyzed the patient's original sample on both their alternate unicel dxi 600 access immunoassay system (serial number (B)(4)) and the original unicel dxi 600 access immunoassay system and obtained lower results within the normal reference range of the assay. The initial, elevated access accutni+3 result was released from the laboratory. There was a report of a change in patient treatment associated with this event as the patient was admitted to the hospital's ICU (intensive care unit) and held for additional observation and access accutni+3 testing after obtaining the elevated access accutni+3 result. Quality controls (qc) and calibrations were performing within specifications at the time of the event. The patient's initial sample was collected in a serum tube. The customer stated that the sample was centrifuged for ten (10) minutes at 3,400 rpm (revolutions per minute). There were no issues related to sample integrity reported by the customer. Per investigation of the customer supplied data it was noted that the patient's original sample was not allowed to clot for an adequate amount of time prior to analysis.

Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, pre-analytical sample handling is the likely cause of this event as the patient's sample was not allowed to adequately clot prior to analysis.